Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  Return requested for 2 parts. Replacement ext. Wide surgeon lcd cable and surgeon touch lcd monitor both shipped to site 02/07/2017. No parts have been received by manufacturer for analysis. Reported was that replacing the monitor and cable did not resolve the issue.

Event description:
A medtronic representative reported a site's navigation system had a damaged surgeon monitor. Intermittently, the touchscreen monitor does not work. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.